Manufacturer narrative:
The device has not been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Event description:
It was reported that the customer experienced elevated blood glucose levels (258 mg/dl). Reportedly, the customer had an empty cartridge while sleeping. Customer stated pump is functioning as expected.